Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the patient presented with presyncope. Noise and oversensing leading to intermittent inhibition of pacing was observed on the right ventricular (rv) lead. Revision of the rv lead was anticipated. The patient's condition was stable and will continue to be monitored.